Event description:
Hcp reported "pump malfunction after pt fall. Pump had increase in residual volumes." The device was explanted and returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.